Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an increased intra-peritoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 3. The drain volume was 3418 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The actual device was received and evaluated. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test ((B)(4)) and the homechoice rite electrical test ((B)(4)). During the pal evaluation a short simulated therapy was performed and completed successfully. Crt (cycler remote toolbox) software indicated all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. The iipv was confirmed in the logs, but not duplicated during pal evaluation. The root cause is insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Service history review revealed the previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).